Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was isolated to contamination on connectors j1002aa and j1003aa on the defibrillation board, causing high voltage to travel to low voltage circuitry, damaging and shorting multiple components on the pcas.. Upon further investigation, there was also thermal damage to multiple components on the ca board and defibrillation board. The root cause for the contamination was ingress of an unknown contaminant. The root cause for the thermal damage was unable to be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.